Event description:
Pt reported infusion device stopped working due to power pack depletion without warning, two weeks previously. She indicated the power packs were not used longer than one month. Pt stated that she did not check her blood glucose level at the time of the occurrence and was unsure if her blood glucose level was effected by the incident. She did not report having any symptoms associated with elevated blood glucose. Her normal blood glucose range was 140-180 mg/dl. Pt changed the power pack and the infusion device worked properly. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation.